Manufacturer narrative:
The device serial number was not provided. Therefore, the catalog number, serial number, device unique identifier (UDI), approximate age of device, and manufacture date are unknown. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient¿s lvad system produced low voltage alarms and power disconnect alarms only when utilizing the mobile power unit (mpu). No clinical symptoms were reported. Review of the system controller log file by technical services confirmed a low voltage alarm on (B)(6) 2018 when the patient connected to the mpu at 23:58. This occurred as a result of the power cables being cross connected; black power cable to white and white power cable to black. These alarms occurred until 23:56 when the cross connection issue was resolved. The power cable disconnect event was also confirmed and was due to the cross connection.